Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: seroma, cellulitis, device extrusion. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent an unspecified breast surgery with a mentor memoryshape breast implant 350cc gel breast prosthesis developed cellulitis in her left breast post implantation. Additionally, the patient developed a seroma in her left breast that required placement of a drain. Lastly, it was reported the device extruded from the patient¿s breast. As a result, the patient underwent explantation with no replacement breast prosthesis on (B)(6) 2020. Pathology reports indicated no malignancy.